Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on (B)(6) 2017 while using the aviva system within 10 minutes: 108 mg/dl and 61 mg/dl. Customer also reportedly received the following results on (B)(6) 2017 while using the aviva system within 10 minutes: 109 mg/dl and 65 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.